Manufacturer narrative:
The device has been returned to olympus and is pending evaluation. As additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The service center was informed that during a therapeutic urinary calculi extraction procedure, the access sheath broke while being forcibly removed. It was reported that a large stone approximately 3mm in diameter was passed through the access sheath causing clogging near the insertion port. The sheath broke outside the patient¿s body. The intended procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. A photographic investigation was performed by olympus japan based on the information in this complaint. There were no signs of a stone clogged in the sheath. The root cause could not be determined. The most likely cause of the reported event is due to a large size of stone or inappropriate angle of removal. The sheathe tubing can be damaged by application of concentrated load. The customer said that attempt was made forcibly to remove the clogged stone. User's inadequate handling is the most likely cause of damaging the sheath.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. A DHR review was conducted by teleflex, the manufacturer of the device. Per the attached OEM investigation document, "the failure mode was confirmed, however there is no evidence that the failure was due to material or manufacturing of the product. A DHR review was completed with no abnormalities found. All units associated with this lot passed the torsion test